Event description:
A paramedic called for help with a contour meter. He stated that a patient's glucose was tested using the contour and the reading was 437 mg/dl. The patient was diabetic and was not feeling well. A venous lab test was performed and the patient's blood glucose tested at 53 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.